Event description:
It was reported that decreased sensing, myopotential oversensing, and decreased pacing impedance were detected on the right atrial (ra) lead. The cause of the event is due to insulation damage that was visually confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable.